Event description:
The customer used the device to check blood glucose and obtained a result of 210 mg/dl. Pt was acting low and emts were called. He also didn't feel well. Ents arrived and treated with an IV. Spouse was not sure if the emts tested glucose or not. Didn't see them do it. Controls were not used on the system. The device was replaced and requested to be returned for evaluation.